Manufacturer narrative:
Corrosion was observed on the safety bar assembly, causing the safety bar to be stuck in slow mode.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device safety switch could not be placed in the "safe" position, a condition which creates the potential for unintended activation. No patient involvement, no delay to a surgical procedure, no medical intervention, and no adverse consequences were reported with this event.